Event description:
It was reported the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The pod's cannula reportedly was poking through the infusion site (leg). It was also reported that the pod's cannula was bent. It is unknown how the patient treated the issue.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the fluid path or needle mechanism were observed that could have contributed to the reported dislodging of the cannula. The cause of the reported dislodging event could not be determined. No evidence of bends or kinks were observed. No problem was found.